Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual .inspection of the endoscopic system. Operation manual. Important information ¿ please read before use .warnings and cautions. Olympus will continue to monitor field performance for this device. Inspection and testing confirmed the report of a leak. The device leaked due to deformation of the right/left and up/down knobs, damage to the suction cylinder, wear on switch one, and a pinhole on the connecting tube. In addition, the amount of water contact did not meet the standard value due to the nozzle being clogged, angulation in the up direction did not meet the standard value and the play of the up/down knob was out of standard due to wear of the angle wire, the coating on the connecting tube was peeling due handling, the connecting tube was wrinkled due to the resin being cracked due to chemical stress applied during reprocessing, the universal cord was wrinkled due to the resin becoming detached, the objective lens and light guide lens were cracked due to a shock caused by dropping and knocking the device to a hard surface, the electrical connector and scope connector were corroded because of chemical stress, switch two had a pinhole due to physical stress, switch one was worn due to physical stress, the scope connector cover was dirty due to insufficient cleaning, the suction cylinder was deformed due to physical stress, there was a dark area in part of the image due to a crack in the objective lens, there was a decrease in output light due to the light guide bundle slipping down, the scope identification was corroded due to water leakage, and the insulation resistance value did not meet the standard value due to a pinhole on the connecting tube and a chip on the distal end cover. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the insertion tube of the subject device leaked during preparation for use. The subject device was sent to olympus for evaluation. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.